Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: thoracoscopy. Event description: [translation] breakage or breakage of the distal end of the trocar when repositioning it with loss of a fragment (<1 cm) during thoracoscopy to cure a recurrence of congenital diaphragmatic hernia. The incident occurred when the trocar was in contact with the rib during the repositioning maneuver, undoubtedly weakened by the stresses exerted on it in a narrow space and by the duration of the operation. The fragment could not be found despite searches at the time of the incident and at the end of the intervention. It is possible that it got stuck either in the chest wall (orifice) or fell into the left pleural cavity. Clinical consequence: the defective trocar was immediately changed in order to continue the operation. No consequence on the continuation and the outcome of the intervention. A priori, no foreseeable consequences, but the patient should benefit from a specific follow-up to detect possible long-term consequences. This incident took place in pediatric surgery on (B)(6) 2021. Additional information received by email from applied medical representative on 08oct2021: it seems that the trocar was under tension for too long, before a clean break. The surgeon and the supervisor are not unhappy, as they are aware of the tension on the device. Additional information received by email from applied medical representative on 15oct21: the team did not keep the lot number. The intervention was without a robot. This sleeve was used as a working trocar, it was not the first trocar. The insertion method is fios. Type of intervention: change of device. Patient status: no consequence on the continuation and the outcome of the intervention.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a blue fragment. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. The blue fragment was identified to be a portion of the missing cannula tip. The wall thickness of the cannula shaft was measured and met specifications. Based on the condition of the returned unit and the description of the event, it is likely that the cannula tip fractured due an excessive force exerted on the cannula. It is also possible that the cannula was more susceptible to breakage. However, the exact root cause of the cannula tip fracture is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: thoracoscopy event description: [translation] breakage or breakage of the distal end of the trocar when repositioning it with loss of a fragment (<1 cm) during thoracoscopy to cure a recurrence of congenital diaphragmatic hernia. The incident occurred when the trocar was in contact with the rib during the repositioning maneuver, undoubtedly weakened by the stresses exerted on it in a narrow space and by the duration of the operation. The fragment could not be found despite searches at the time of the incident and at the end of the intervention. It is possible that it got stuck either in the chest wall (orifice) or fell into the left pleural cavity. Clinical consequence: the defective trocar was immediately changed in order to continue the operation. No consequence on the continuation and the outcome of the intervention. A priori, no foreseeable consequences, but the patient should benefit from a specific follow-up to detect possible long-term consequences. This incident took place in pediatric surgery on (B)(6) 2021 additional information received by email from applied medical representative on 08oct2021: it seems that the trocar was under tension for too long, before a clean break. The surgeon and the supervisor are not unhappy, as they are aware of the tension on the device. Additional information received by email from applied medical representative on 15oct21: the team did not keep the lot number. The intervention was without a robot. This sleeve was used as a working trocar, it was not the first trocar. The insertion method is fios. Type of intervention: change of device patient status: no consequence on the continuation and the outcome of the intervention.